Event description:
The following has been reported: customer reported: biomed reported: pump problem alarm, no patient harm and no report of infusion being interrupted. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). Active infusion was stopped. No adverse effects were reported. Further information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. The pump was returned for linux crash. Device was able to pass mock infusion without issue. Device was opened to investigate for signs of physical damage, none were found. Device logs were pulled and confirmed the linux crash. As such, the som will be replaced.